Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
The pt reported the infusion set cannula was bent and he experienced elevated blood glucose of 500 mg/dl and was hospitalized for 1 night. Treatment received while hospitalized was not provided. No further info is available. The infusion set is not available for evaluation.